Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2141 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported during the intermittent period of catheter use, the doctor found that the heparin cap burst (the heparin cap is a peripherally intubated central venous catheter package accessory). The heparin cap can be used normally after replacing other types of heparin caps in our hospital immediately.